Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additionally relevant information.

Event description:
This is filed because the clip entangled in the chordae during advancement. The clip was implanted on the chordae in order to remove the clip delivery system. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation of grade 4. The clip delivery system was advanced and positioned beneath the mitral valve; however, the clip became caught in the chordae. The physician attempted to reverse the steps leading to the clip getting caught in the chordae; however, the clip was unable to be freed and was implanted on the chordae. The clip delivery system was then able to be removed without difficulty. Three additional clips were implanted without issue and the mitral regurgitation was reduced from grade 4 to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. Potential causes for clip caught on chordae were considered, including manufacturing, patient morphology/pathology, and user technique/procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip becoming caught on the chordae. In this case, it is possible that there were external forces on the device causing the clip to entangle with the chordae during positioning; however, this cannot be determined. The patient effect of foreign body in patient (failure to deliver mitraclip to the intended site) is listed in the electronic mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling. Unique device identifier (UDI) number: (B)(4).